Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to a dim verify screen with a reddish contrast. The keypad cover was peeling while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Pump casing was opened and no anomalies were found inside the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(6) 2015.